Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Lead insulation was observed to peel away while manipulating it within the introducer resulting in low out-of-range pace impedance measurements. The lead was extracted and an alternate lead implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance; measurements throughout these tests were within normal limits. The lead did not pass pressure testing due to punctures in lead insulation approximately 15-29 cm from the terminal pin corresponding to areas of coil compression/deformation resulting from the apparent use of a grasping device. Laboratory testing was unable to confirm the reported clinical observation of low pace impedance measurements and determined the reported damage was induced during the implant procedure.